Event description:
Additional information was received stating that the cause of the low impedances were due to the fact that when connecting the elect rode-extension, the doctor handled it incorrectly, and did not hold the extension properly and the connection was twisted. The extension was completely changed (replaced), and reconnected and the problem was resolved. There were no visual defects of the extension as it was removed from packaging. The only problem attributed to the low impedance was during the electrode-extension connection, but when the extension was replaced, the impedances are at normal values. The patient is currently receiving perfect therapy and the impedance values are ok.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 24-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the surgery, when the electrode-extension connection was made, one of the connections of the extension was rotated, and when measuring impedances these appeared low (less than 250 ohms)/ the physician manipulated when connecting the electrode to the extension but was unsuccessful in resolving the issue. It was decided to change the extension for a new one the same day as the surgery. The issue was resolved. (B)(6) 2024. E1 (rep, for): no new information.